Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2000ts tourniquet serial number (B)(4). Initial qa inspection and repair of the a.t.s. 2000 tourniquet by zimmer biomet surgical was not performed since the device was not returned for evaluation. The device was sent to a 3rd party repair center and the customer did not want to give up the device. The reported event ¿the device was deflated during a case without pushing the deflate button¿ was non-verifiable since the device was not returned to zimmer biomet surgical for evaluation. The root cause of the device deflating by itself cannot be specifically determined with the provided information since the device was not returned to zimmer biomet surgical for evaluation. The issue was resolved with the replaced level sensor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was deflated during a case without pushing the deflate button. There was failure in the middle of the surgery that led to a large amount of blood loss. No additional patient consequences were reported as a result of this malfunction.